Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user under the ilet experience study experienced a hypoglycemic event stating that blood glucose "dropped below 40 mg/dl" while using the ilet system, with cause unclear and no alerts or alarms reported. Investigation included attempts to obtain additional event details and blood glucose information from the user. Investigation of this case revealed that the cause could not be determined due to limited information and no reported device alarms or identifiable device malfunction. No symptoms associated with severe hypoglycemia consistent with very low blood glucose. Outcomes included transient health impact without reported hospitalization or long-term impairment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.